Event description:
During n95 annual fit testing of associates, our associate health nurse observed instances of the elastic strap pulling out from the mask seam. The lose strap prevented the mask from sealing properly or at all. In some cases, falling off the associate's face.